Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific clinical event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
The following was reported: the surgeon put the set screw into 14 anatomic broach to hold the height. Upon attempting to remove the screw, the tip broke off of the set screw. The surgeon was able to remove the broach. The surgeon then put the implant in. The stem with the broken retained screw were sent back to zimmer. The product name is: anatomical screw for rasp, an anatomical shoulder instrument. There is no harm to the patient. Time of surgery, was acceptable (< 15 minutes).